Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment for an thoracic (arch) aortic aneurysm using conformable gore® tag®thoracic endoprosthesis (ctag; proximal tgu404015j, distal tgu313110j). The proximal end of the ctag was placed just distal to the left vertebral artery. Debranching technique was also performed. The patient tolerated the procedure. On (B)(6) 2023, a follow-up CT scan showed distal migration of approximately 20 mm of the ctag. Therefore, an additional procedure was indicated. On (B)(6) 2023, as a reintervention, total arch replacement plus frozen elephant trunk technique (using frozenix j graft 27 mm x 120 mm) was performed. The patient tolerated the reintervention. The reporting physician commented as follows: after the initial procedure was performed at a different hospital, the patient was then lost to follow up for three years. Migration was found after the patient was referred to the reporting hospital.

Manufacturer narrative:
B20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: c21, results pending engineer evaluation for imaging and records. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2019, this patient underwent an endovascular treatment for an thoracic (arch) aortic aneurysm using conformable gore® tag®thoracic endoprosthesis (ctag; proximal tgu404015j, distal tgu313110j). The proximal end of the ctag was placed just distal to the left vertebral artery. Debranching technique was also performed. The patient tolerated the procedure. On (B)(6), 2023, a follow-up CT scan showed distal migration of approximately 20 mm of the ctag. Therefore, an additional procedure was indicated. On (B)(6), 2023, as a reintervention, total arch replacement plus frozen elephant trunk technique (using frozenix j graft 27 mm x 120 mm) was performed. The patient tolerated the reintervention. The reporting physician commented as follows: after the initial procedure was performed at a different hospital, the patient was then lost to follow up for three years. Migration was found after the patient was referred to the reporting hospital.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to migration and reoperation. Product evaluation: the device evaluation showed the following: since the device was already implanted, no device could be returned for evaluation. The report of device migration cannot be confirmed by this evaluation. No indication of a manufacturing deficiency was identified during a review of the event. B4: updated description event with the correct device name. H6: removed investigation conclusion code d16, added codes d12 and d15.